Event description:
This complaint is now reportable based upon analysis completed 08/24/2009. It was reported that during a coronary drug eluting stenting treatment procedure, significant resistance was encountered during insertion. The 85% stenosed target lesion being treated was located in the severely tortuous and severely calcified distal circumflex (cx). Flushing was maintained during the procedure and intravascular ultrasound (ivus) was used. The vascular access site was radial and the procedure was successfully completed with a non-bsc device. No pt injuries or complications were reported. Pt condition listed as "good". However, device analysis revealed stent damage.

Manufacturer narrative:
Examination identified distal stent damage. The distal stent strut on row 1 was raised. This type of damage is consistent with the device encountering some form of resistance during insertion and/or withdrawal. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).